Manufacturer narrative:
A sample device was not returned for analysis; only a usb is available for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. There has been one other complaint reported in the lot number. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during an intraocular lens (iol) implant procedure, the lens was scratched during delivery. The cartridge is suspected to be the cause due to a being slightly more narrow compared to the standard. The surgery was performed and completed without product replacement. There was no patient harm. The sample is not available because it was discarded.

Manufacturer narrative:
Product evaluation: the used cartridge complaint sample was not returned. The reported damaged lens was not returned for evaluation. A video was provided. The cartridge and lens preparation were not shown. After the lens is advanced into the eye, a strip of material can be observed on the right side, as the lens is unfolding. The lens is rotated and the material can be observed adhered across the posterior surface of the optic. This may have been interpreted as the reported scratch. No lens damage was observed. Product history records were reviewed and documentation indicated the product met release criteria. A qualified handpiece was indicated. It is unknown if the indicated lens was in the qualified diopter range of 6.0 to 25.0 diopters. Viscoelastic was not provided. It is unknown if a qualified viscoelastic was used. The root cause for the reported lens damage could not be determined since the cartridge and lens was not returned. No determination can be made without physical evaluation of the complaint sample. Based on review of the video a strip of material was observed on the posterior surface of the lens. This may have been interpreted as the reported scratch. It is unknown if the iol was in the qualified diopter range. It is unknown if a qualified viscoelastic was used. Per the dfu: the qualified cartridge/iol combinations have been validated at an ambient temperature of 18 °c using the driving console setting (1.7 mm/sec, 3 seconds, and 3.0 mm/sec for initial velocity, pause and final velocity respectively). Using a higher velocity and shorter pause at lower temperatures, especially with high diopter lenses, could induce damage to iol and/or iol cartridge, affecting successful iol implantation. Although the root cause has not been determined, contributing factors could be: a. Viscoelastic type: the use of a non-qualified viscoelastic may result in delivery issues and/or damage. B. Viscoelastic amount: not using the appropriate amount of viscoelastic as described in the dfu may result in delivery issues and/or damage. C. Delivery speed: if the customer delivers the iol quicker than the dfu describes, this may result in delivery issues and/or damage. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Based on the review of the provided video, the reported damage may have been internal coating material from a damaged cartridge. The manufacturer internal reference number is: (B)(4).